Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited a high out of range pacing impedance measurement of greater than 2500 ohms. Oversensing of noise was also observed on the lv channel. An x-ray taken showed the lv lead had fractured. Surgical intervention was performed and the lv lead was abandoned and replaced. No additional adverse patient effects were reported.